Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 22 point of care unit (pcu) keypads need to be replaced due recall. There was no reported patient involvement.

Manufacturer narrative:
This emdr is not required as the device with (B)(6) was captured under (B)(4) and emdr 454726 was submitted for this suspect.

Event description:
It was reported that (1) point of care unit keypad need to be replaced due to recall. There was no reported patient involvement.